Event description:
It was reported that the patient presented for follow up via merlin.net with recorded episodes post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were made.

Manufacturer narrative:
Correction: h6.